Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the unit has a symptom of turning on and then turning off. After turning it on, turning it off and plugging it in to charge the battery for about 1 hour, when turned back on, there was an alarm beep and the machine wouldn't turn on. The fse pressed the power button again and the machine turned on until it went to the normal screen with system ok, then the machine turned off by itself and restarted again until the screen turned on. Alarm code 13 came up and the machine turned off again. Tried changing one circuit at a time. The fse replaced the power management board, which corrected the issue of the unit. Therefore, the replacement and testing of the machine's operation were performed, both with the power cord plugged in and by testing with the battery. The machine can operate normally.

Event description:
It was reported by the field service engineer (fse) that before delivery to the customer cardiosave intra-aortic balloon pump (iabp) shut down by itself and won't turn back on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 initial reporter and event site full name:(B)(6).